Event description:
It was reported that the stent partially deployed and stretched. Vascular access was obtained via contralateral approach using a 6fr sheath. The lesion was pre-dilated. The greater than 70% stenosed target lesion was located in the severely calcified femoral popliteal artery. An 0.035 inch guidewire crossed the lesion and two stents were deployed without issues. A 6x120x130cm eluvia drug-eluting vascular stent system was selected for use. During deployment of the 6x120x130cm eluvia stent, normal force was used to turn the thumbwheel; however resistance was met. The last part of the stent could not fully release and the stent became stretched a bit. The pull grip was used to complete deployment. Another stent was used to overlap the stretched stent. There were no patient complications reported and the patient's status was stable.